Event description:
The patient experienced sub therapeutic/poor therapy response; the patient underwent a catheter revision surgery on (B)(6) 2011. The hcp believed the sutureless catheter connector did not fit "flush" with the pump connector; it "did not snap on well" which resulted in a bad connection. The hcp suspected a "leak" occurred at the connection due to a "poor fit". The catheter sutureless connector was replaced. The patient outcome was reported as recovered without sequelae. Drug delivered via the device was lioresal.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. The retaining ring on the returned sc connector was not deformed in shape. One of the retaining ring fingers showed an indent on its surface. There was no evidence in the cup of the sc connector that indicated the sc connector had been misaligned while attached to the outlet port of the pump. Due to evidence indicating the connection to the pump was not misaligned, it was believed there was a good connection to the pump. The indent seen on the retaining ring finger was not related to the event and may have occurred during normal connection of the sc connector to the pump. No leaking of the sc connector was noted. The returned sc connector was attached to 5 different pumps in the analysis lab. In each case, a robust attachment was made to each pump.

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter model 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.